Event description:
Pt admitted with symptomatic bradycardia with known perm pacemaker. Inserted in 1992 with replacement in 1993. Pacemaker reprogrammed to confirm no output. Dr decision to replace. Threshold checks confirm lead malfunction. Complete system replaced. Dr discovered during procedure that original lead wire was not in contact with heart wall. Original lead could not be repositioned and was removed. New system implanted. Dob 8/5/1897.